Event description:
Customer called to report a centrifuge bowl leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report a bowl leak in centrifuge chamber that was noticed during 1st cycle, there was a big bang and system was giving bowl leak alarm. Cts asked the customer if there was a visible damage on the bowl, but customer said no, it was not visible where damage/crack was. Blood was visible in the blood bag. Service order (B)(4) was created to service. Customer did not return the lot for investigation.

Manufacturer narrative:
Batch record review of lot b717 was conducted. There were no non conformances related to this issue for this lot. Lot met release requirements. Complaint lot review conducted and no add'l complaints for centrifuge bowl leak were reported to date for this lot. No trends detected. Service order (B)(4) completed. Service engineer found blood went into centrifuge and vacuum pump. Service engineer had to replace centrifuge and vacuum pump, calibrated bowl optic sensor and performed checkout procedure. Service engineer confirmed the system is running within spec. No product was returned for investigation; therefore, the assessment is based on info available at the time of the investigation. No root cause could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).